Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 4 to 5 times during the last 45 minutes. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump powered up properly after battery installation. However, the pump was received stuck in the pump error 130 when trying to rewind the pump due to a disconnected motor flex connector. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor, displacement tests or verify the pump error 38 due to the pump error 130. No cosmetic damage was noted.